Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was returned for analysis.the reported difficulty removing the gripper line and stretched gripper line during could not be replicated in a testing environment due to the returned condition of the device (clip and gripper line were not returned). A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue.the investigation determined the reported stretched gripper line appears to be related to troubleshooting maneuvers of the difficulty removing the gripper line. However, a conclusive cause for the difficulty to remove the gripper line cannot be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Exemption number e2019001. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The steerable guide catheter referenced is filed under a separate medwatch report number.

Event description:
This is filed to report difficult gripper line removal. It was reported that this was a mitraclip procedure to treat grade 4 mixed mitral regurgitation (mr). The first clip was placed on the mitral valve leaflets without issue. Establishing gripper line removability was performed without any resistance. However, after the clip was deployed, resistance was felt during gripper line removal. After five to ten minutes, the gripper line was able to be removed from the cds. It was noted that the gripper line was partially crimped/fuzzy [stretched]. The clip remained secure on the leaflets, a second clip was implanted to further reduce mr to 1. Ten hours after the procedure, the patients blood pressure dropped, the patient developed cardiac tamponade. The physician speculated the resistance during gripper line removal may have caused the steerable guide catheter to hit the walls of the venous system. Pericardiocentesis was performed; 500ml of blood was drained on (B)(6) 2019, 100ml were drained on (B)(6) 2019 and on (B)(6) 2019. The extracted blood was confirmed to be venous blood. The patient is currently stable. No additional information was provided.